Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, it was noted that the right ventricle (rv) lead exhibited failure to sense, noise, and high pacing impedance. The rv lead was not used and was replaced. The patient was in stable condition.